Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Not implanted or explanted. (B)(4). Subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. As product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.5mm cortex screw broke during a left femur open reduction internal fixation (orif) performed on (B)(6) 2016. As a 4.5 variable angle (va-lcp) locking condylar plate was pinned to the femur at the knee, the next step was to proximally secure the 10-hole plate. At the most proximal hole, the surgeon drilled for a 4.5 mm cortex screw. A 36 mm cortex screw was chosen to be implanted. It was slowly tightened, and it was noted that the plate was still off the bone. As the surgeon continued to tighten the screw, the screw head broke off. There was an approximate five (5) to ten minute delay as the surgeon decided whether to remove the shaft. The surgeon allowed the shaft to remain in the bone. The 10-hole plate was replaced with a 12-hole plate. The surgery was completed successfully with the patient in stable condition. This complaint involves one (1) device concomitant devices reported: 4.5mm va-lcp curved condylar plate (part #02.124.411s, lot #unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) 4.5mm cortex screw, self-tapping, 36mm (part 214.836 / lot unknown) was received with the complaint category of ¿broken: intraoperatively.¿ a visual inspection and drawing review were performed as part of this investigation. The complaint condition is confirmed as the screw was received with the screw head separated from the threaded shaft. The threaded shaft was not returned for evaluation; thus, the reported part number cannot be verified. The break is roughly transverse and located at the junction of the head and shaft of the screw. The fracture site was examined and no material voids or irregularities were identified. The underside of the screw head shows scraping and the screw head recess shows slight wear. No definitive root cause was able to be determined; however, the failure mode and the complaint description are consistent with the result of an applied force beyond the yield strength of the screw. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This implant is intended for use across various plating systems. The screw has a thread diameter of 4.5mm and self-tapping threads. As the reported procedure was with a 4.5 variable angle locking compression plate (va-lcp) locking condylar plate, that relevant technique guide was assessed. A review of the current design drawing was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.